Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a downstream occlusion error. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
D3, h6: updated. D9: 1/2025. H3: one device was received. A review of the event history log found multiple instances of the customer reported error. Device was visually and functionally tested and the customer reported issue was not able to be duplicated. The cause of the issue was found to be the main board. The main board was replaced to resolve the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.